Manufacturer narrative:
Device evaluation: visual inspection shows no evidence of clots or fibrin around the fiber bundle. The device was cleaned using a renalin solution. Note: during the cleaning process there was no circulation issues observed. Conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after starting perfusion with the fusion oxygenator, platelet aggregation (clot formation) occurred at the oxyg enator during the extracorporeal circulation (ecc). Hemodilution and additional heparin anticoagulant was administered. Blood gas analysis measurement was normal. The surgeon was informed and replacement of the oxygenator was considered. The situation improved, so no replacement was required. No adverse patient effects were reported related to this event.